Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, into another transcatheter b ioprosthetic valve, the delivery catheter system (dcs) had difficulty crossing the first valve and became caught in the stented area. It was reported that the dcs was retracted and advanced multiple times in the aortic root before advancing into position. An aortic dissection and pericardial effusion with subsequent hypotension were noted and treated with a pericardial drain. Following the procedure, during review of the films, the physician determined that the dissection likely occurred due to the balloon aortic valvuloplasty (bav) after the first implant or during the advancement difficulties of the dcs. One day post-implant, the patient expired due to the dissection. It is unknown whether an autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A potential cause of this type of vessel trauma event is the manipulation and force used by the physicians due to the enveor delivery catheter system (dcs) limitations in certain combinations of patient anatomy. In order to be able to recapture the valve, the enveor dcs was designed with spines in the capsule and shafts that change the bending characteristics of the device depending on the plane, however, in a small number of extreme patient anatomies, this design can limit maneuverability and the dcs will not be able to advance through the anatomy, or in this case, the previously implanted transcatheter aortic valve (tav). The case plan summary for this patient was received, confirming that the patient had a calcified anatomy, including a porcelain aorta and a high root angle of 58 degrees. A high root angle was among the anatomical features that were identified that may increase advancement difficulties; thus, the probable root cause of the advancement difficulties was determined to be the patient anatomy. Given this information, the root cause above- excessive force applied to the device due to advancement difficulties related to patient anatomy- was determined to be the probable root cause for this event. Vessel injury and patient death are known adverse patient effects per the evolutr instructions for use (IFU).